Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This report is based on information discovered during the investigation that was performed on the event reported in manufacturer report # 1820334-2017-04266. Imaging review performed during the investigation process identified there was thrombus circumferentially coating the right zsle at the aortic bifurcation, causing 50% maximal diameter stenosis. Additionally, a thin layer of thrombus was noted to be coating the main body fabric. This report is for the identified issue of thin layer of thrombus coating the main body fabric. There has been no previous indication from the user facility that there was an issue of thrombus coating the mainbody tfb-24-74-zt. Two additional reports have been created to capture the two additional issues identified during the investigation of manufacturer report # 1820334-2017-04266. Manufacturer report # 1820334-2018-01037 for the right zsle-16-56-zt stenosis and manufacturer report # 1820334-2018-01038 for thrombus coating the mainbody tfb-24-74-zt graft.

Event description:
The stenosis was confirmed only in the contralateral (left) leg, so the clot removal and evt was exclusively performed on the left leg. No additional procedure was performed to treat the ipsilateral and mainbody grafts.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation / investigation: the actual complaint device was not returned. Imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A visual inspection of the provided imaging was performed. Review of the device history record, instructions for use, and quality control data was conducted. Select implantation angiography images, a two-week post implantation cta and select images of the 15 days post implantation secondary intervention were provided. Although at implantation kissing balloon angioplasty expanded the distal aorta from the flow divider through the aortic bifurcation 25mm right to left, as soon as the balloons were deflated the aorta recoiled. The lumen was narrowed to 15mm x 19mm at the flow divider and 12.5mm x 20mm at the aortic bifurcation on the subsequent cta. The left and contralateral zsle 11-122 was implanted in the left external iliac artery (eia) to a length of 112mm. Based on the spacing of the zsle spirals, the longitudinal compression occurred in the left external iliac artery segment of the zsle. The eia segment was generally constrained between 8 and 8.5mm. Thrombus on the surface of both zsles was more prominent than usual but only severe, 70%, through the left zsle eia segment. Thrombus circumferentially coating the right zsle at the aortic bifurcation caused 50% maximal diameter stenosis. On cta, a thin layer of thrombus coated the mainbody fabric. The following day, the stenosis measured 50% angiographically. The improvement with plavix supports platelet rich thrombus. Impressions of the imaging reviewer: severe stenosis caused by thrombus in the distal left zsle is confirmed. The risk of thrombus formation was increased by a narrow distal aorta, longitudinal compression of the zsle in the eia, and a patient specific tendency to form thrombus on the graft material. Significant findings relative to the patient's anatomy were observed. The distal aorta was narrow. Significant findings relative to the disease state were observed. The patient displayed an increased tendency to form thrombus on the graft fabric. Significant findings relative to the use of the device were observed. The zsle 11-122 was implanted with 10mm of longitudinal compression in the left eia segment. Fabric redundancy created by the compression increased the risk of thrombus formation. Significant findings relative to the design or performance of the device were observed. Mural thrombus formation caused severe left zsle stenosis and moderate right zsle stenosis. Cause of adverse events was not observed. The imaging reviewer suggests distal aorta narrowing, patient tendency to form thrombus and implanting the zsle 11-122 with 100mm of longitudinal compression in the eia (thereby creating fabric redundancy) contributed to the thrombus formation. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The device history record was reviewed and no non-conformances were noted. The image review confirmed a thin layer of thrombus coating the tfb-24-74-zt mainbody fabric. This thrombus formation was likely caused by the patient's anatomy and increased tendency to form thrombus on the graft fabric. The distal aortic lumen was narrowed to 15mm x 19mm at the flow divider and 12.5mm x 20mm at the aortic bifurcation. Narrowing of the distal aorta would have decreased the diameter of the inner iliac lumen creating high shear forces as well as fabric redundancy resulting in an increased risk of thrombus formation. The patient also displayed an increased tendency to form thrombus on the graft fabric. Image review reported thrombus on the left zsle (severe - 70% stenosis), right zsle (moderate - 50% stenosis) and main body (thin layer coated fabric). This complaint has been confirmed based on image review findings. After review of the device history record, design history files and image review, there is no evidence to suggest that the device was manufactured out of specifications. The device history record was reviewed revealing no relevant non-conformances. Contributing factors to the thrombus formation are the patient's increased propensity to form thrombus on the graft fabric and the narrowed distal aorta. The cause of this complaint is likely, procedure related ¿ patient condition related to occurrence. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event.